Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that five days post implant the right ventricular (rv) lead exhibited unstable values of sensing and threshold and had dislodged. The rv lead was revised and remains in use. No patient complications have been reported as a result of this event.